Event description:
No new information.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of ac shock; accessible (ac) power/exposed bare wires for our stretcher lines (product code fpo), as this hazard has not caused or contributed to any serious injuries. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results), 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the devices experienced accessible ac current. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 0 malfunction events(s), instead of 1.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced cosmetic/aesthetics issue, not affecting function, which is not reportable. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.